Event description:
It was reported that the device diagnostics showed a short non-sustained ventricular high rate episode that occurs shortly after what appeared to be a ventricular capture management test pace. It was inconclusive if the episode was coincidental or had any correlation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.